Event description:
The customer reported the ac power module connector pulled out and did not work. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and did not work. There was no reported pt involvement. The philips field service engineer evaluated the device and isolated the problem to the broken ac power module. The ac power module was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a failure of the ac power module where the connector pulled out and did not work.